Event description:
It was reported that the c-arm moves down on its own after the technologist moves the c-arm all the way up, and continues lowering when moving the c-arm down. This was an intermittent issue. No injury reported. A field engineer was dispatched to the site and was unable to reproduce the reported issue which may have been caused by a stuck switch. System logs showed the downward motions were initialized by a particular switch and both foot switches were replaced as a precaution. Once this was completed the system was working as intended.

Manufacturer narrative:
The replaced footswitches were returned to hologic for evaluation. Functional testing did not reproduce the reported issue, the footswitches were functioning as intended. A definitive root cause cannot be determined. Hologic strives for continuous improvement and will continue to monitor and trend for safety.